Event description:
Per the clinic, the patient experienced a receiver/stimulator migration. Even though the patient still received benefit with the device use, a decision was made to explant the device. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.